Manufacturer narrative:
Zoll medical corporation evaluated the device and the device was found to perform to specification. Review of the clinical files and activity logs concluded that the user manually initiated the analysis protocol on several occasions. There is no evidence to suggest a device malfunction. It is important to note that reports of this nature do not meet our guidelines for reportability. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old male patient in cardiac arrest, the customer claimed the device initiated an analysis on its own.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, the device gave a "no shock advised" prompt. Immediately following the "no shock advised" prompt, the device automatically analyzed and charged energy to which the clinicians pressed the shock button to shock the patient. Complainant indicated that the patient subsequently expired.